Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The lot number, manufacture date and expiration date were obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not performing as expected. Two weeks later, a surgical procedure was performed in which the existing ipp was removed and a new tactra device was implanted. Upon explant, a crack was identified in the cylinder connecting tube; however, its cause was not detailed by the facility. Following the intervention, the patient was stable and improved.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not performing as expected. Two weeks later, a surgical procedure was performed in which the existing ipp was removed and a new tactra device was implanted. Upon explant, a crack was identified in the cylinder connecting tube; however, its cause was not detailed by the facility. Following the intervention, the patient was stable and improved.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically examined, revealing wear at folds on both proximal cylinder bodies. The first cylinder had a leak in the proximal cylinder body result of sharp instrument damage consistent with explant. The first cylinder also had detached broken fabric threads at the fabric boding joint result of wear. The second cylinder had holes in the distal and proximal cylinder body; however, these were consistent with sharp instrument damage. Both cylinders were not tested due to the identified leaks. Based on the information available and analysis results, the broken fabric threads identified in the first cylinder could have caused or contributed to the reported mechanical issues. The lot number, manufacture date and expiration date were obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not performing as expected. Two weeks later, a surgical procedure was performed in which the existing ipp was removed and a new tactra device was implanted. Upon explant, a crack was identified in the cylinder connecting tube; however, its cause was not detailed by the facility. Following the intervention, the patient was stable and improved.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically examined, revealing wear at folds on both proximal cylinder bodies. The first cylinder had a leak in the proximal cylinder body result of sharp instrument damage consistent with explant. The first cylinder also had detached broken fabric threads at the fabric boding joint result of wear. The second cylinder had holes in the distal and proximal cylinder body; however, these were consistent with sharp instrument damage. Both cylinders were not tested due to the identified leaks. The pump was visually and microscopically examined, revealing the kink resistant tubing (krt) was worn down to the filament. It was also observed that the the suture tie polysulfone connector was attached inside the krt. There were no leaks present. Upon functional testing, the pump did not pass the activation test. Visual and microscopical inspection of the reservoir identified wear at a fold in the reservoir shell. There was also a leak in the krt; however, it was consistent with sharp instrument damage that likely occurred during explant. Based on the information available and analysis results, the broken fabric threads identified in the first cylinder and the pump not passing the activation test could have caused or contributed to the reported mechanical issues. The lot number, manufacture date and expiration date were obtained through a review of the surgical history previously provided by the physician.